Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen needle 31x5 english was missing plastic protection. This occurred on 14 occasions. The following information was provided by the initial reporter: after using about 10 needles out my latest box I have come across 14 without the plastic protection. I don¿t intend to use them thought you should be aware of a manufacturing era. I¿m sure this wasn¿t meant to happen and just slipped through a process at the factory. Maybe a machine fault. These were loose in the box as you see them.

Event description:
It was reported that pen needle 31x5 english was missing plastic protection. This occurred on 14 occasions. The following information was provided by the initial reporter: after using about 10 needles out my latest box I have come across 14 without the plastic protection. I don¿t intend to use them thought you should be aware of a manufacturing era. I¿m sure this wasn¿t meant to happen and just slipped through a process at the factory. Maybe a machine fault. These were loose in the box as you see them.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2021. H.6. Investigation: two photos of a 31g x 5mm pen needle carton and fourteen open pen needles were returned from lot. No. 0330609. Visual examination of the returned photos was carried out and no covers were observed on the pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned and the fact no physical samples were returned for investigation this cannot be confirmed to be manufacturing related.